Event description:
The dentist reported a fracture in the lower third of the abutment. The fractured portion of this 1-piece abutment was successfully retrieved from the implant.

Manufacturer narrative:
The certain low profile one-piece abutment 4.1 mm(d) x 2 mm(h) was returned for inspection. Upon visual inspection, the abutment screw was not fractured. Scratches were noticed on surface of the returned abutment. The complaint was confirmed as there is appeared to be a fragment of a broken retaining screw in the internal thread of the abutment; internal vertical extent was not visible. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Add event problem codes. Add evaluation codes. Correction: change describe event or problem. Change brand name. Change type of the device - common device name. Change catalog number.

Event description:
Dr. Reported that retaining screw fractured (lpcgsh), and not the low profile abutment (ilpc442u).